Event description:
Used an air (nitrogen) driven padgett dermatome for a skin graft of the thigh. Appeared to be taking skin graft correctly and when dermatome lifted, the graft was full of holes/torn. A new electric driven dermatome was used to get more graft. The holes in the first graft were closed with sutures. Device sent to MFR requesting thorough inspection and detailed explanation as to what may be wrong with dermatome.